Event description:
Incident description: ablator was inserted into the patient, and no signal was noted. Ablator was removed from the patient. Cables were checked and replaced prior to removing the ablator from the patient. The electrophysiology study with ablation was carried out with no complications.